Event description:
Follow up received (B)(6) 2015: aquafresh big teeth toothbrush batch number was (B)(4). The choking was considered probably related to aquafresh big teeth toothbrush.

Event description:
Nearly choked [choking], product complaint. Case description: this case was reported by a consumer via cell center rep and described the occurrence of choking in a pt who received gsk toothbrush (aquafresh big teeth toothbrush) toothbrush for dental cleaning. Concurrent medical conditions included autism. On an unk date, the pt started aquafresh big teeth toothbrush at an unk dose and frequency. On an unk date, an unk time after starting aquafresh big teeth toothbrush, the pt experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh big teeth toothbrush was unk. On an unk date, the outcome of the choking and product complaint were unk. The reporter considered the choking to be probably related to aquafresh big teeth toothbrush. Reporter's verbatim: 'my daughter who has autism was using her aquafresh toothbrush to brush her teeth as usual. However, the head of the brush suddenly snapped and she nearly choked on it as a result.'